Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 14-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered was 2,000 mg/ml baclofen (unknown) at 84.9 mcg/day. The reason for use was not reported. It was reported that during the procedure, the surgeon attempted to aspirate the catheter for csf (cerebral spinal fluid) once the original pump was removed and there was no csf flow per the surgeon. The spinal segment of the 8731 catheter was removed and replaced with a 8598a because there was no flow of csf when the surgeon attempted to aspirate the catheter. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included the surgeon attempting to aspirate the catheter to see if the catheter was patent. There was no csf flow that returned. Interventions/actions that were taken to resolve the issue included the surgeon replacing the spinal segment of the 8731 catheter with the 8598a revision piece. The surgeon was able to aspirate csf once he connected the 8598a to the original pump segment of the 8731 catheter. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ the customer was not notified that the product should be returned to the manufacturer as the rep ¿was working closely with surgeon¿ and the customer discarded the catheter. There were no further complications reported/anticipated.